Event description:
The patient reported in 2004 that their meter showed a decimal point in the readings. It was discovered during troubleshooting that the meter was in wrong unit of measurement. Medical affairs specialist called and spoke with the patient the next day and the patient mentioned that they had not recently changed any batteries and had not gone into the set-up mode that may have accidentally changed the unit of measurement. They did not suffer any serious injury or adverse event due to this issue. This case is reported as a meter malfunction since a power interrupt may have resulted in the meter being in the wrong unit of measurement.